Event description:
Patient reported she had procedure (B)(6) 2010 and the hsg test (B)(6) 2010, which reflected occluded tubes. She has since had a miscarriage (B)(6) 2010 and a pregnancy in (B)(6) 2011, which was terminated. Patient claims she has been in pain and has had heavier bleeding since the procedure. An ultrasound was performed which reflected the right coil migrated into the peritoneal cavity. Her physician removed the coil laparoscopically (B)(6) 2012, which was discovered adhered to the fatty tissue of the bowel and performed a salpingectomy. The left coil was in place and left alone but the tube was cauterized. Patient reported (B)(6) 2012, she was feeling better post surgery. Another follow up with patient on (B)(6) 2012, (B)(6) weeks post-op, she is feeling good with no issues.

Manufacturer narrative:
(B)(4).